Event description:
Signia stapler malfunctioned. 45 purple reinforced load was fired then attempted to refire on its own. The load was in fire mode and was stuck in fire mode and would not retract the blade or release the lung tissue. An emergency key was used but wouldn't open staple load jaws. A second signia stapler was opened but emergency key was not present in the set. Additional lung tissue stapled was removed with stapler still attached. Reference report: mw5149819.